Event description:
It was reported that when the patient went to the store and used an electric cart it drained her implantable neurostimulator (ins) battery which had been going on for a while. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).